Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, high pacing impedance was observed on the right ventricular lead. The physician elected to use a different lead. The patient was stable after the procedure and has been discharged. Days after the procedure, testing of the device revealed that the helix would not extend and the stylet could no longer be inserted into the lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.